Manufacturer narrative:
(B)(6).

Event description:
It was reported that frost occurred on the needle shaft. An icepearl 2.1 cx 90 degree needle was selected for a renal cryoablation procedure. During the procedure at 2 minutes, it was noticed that the exposed portion of one needle was frosting. The remaining two needles were satisfactory. The affected needle stopped and ablation was completed with the remaining two icepearl needles. All three probes passed the leakage test prior to insertion in the patient. An observation of the skin entry point revealed no injury. There were no patient complications and the patients status was stable.

Manufacturer narrative:
Initial reporter phone: (B)(6). Describe event or problem: additional information updated the following fields with physician information: initial reporter title, initial reporter first name, initial reporter last name, initial reporter email , health professional, occupation. Evaluation by MFR: the complaint device was not returned by the customer. A photo of the complaint needle was provided by the site revealing a needle with a frosted shaft. A frosted shaft as observed, is most likely due to a failure of the vacuum insulation sleeve of the needle. A failure of the vacuum insulation sleeve will not provide sufficient insulation between the gas line and the outer shaft causing frost to appear on the non-treatment zone of the needle.

Event description:
It was reported that frost occurred on the needle shaft. An icepearl 2.1 cx 90 degree needle was selected for a renal cryoablation procedure. During the procedure at 2 minutes, it was noticed that the exposed portion of one needle was frosting. The remaining two needles were satisfactory. The affected needle stopped and ablation was completed with the remaining two icepearl needles. All three probes passed the leakage test prior to insertion in the patient. An observation of the skin entry point revealed no injury. There were no patient complications and the patients status was stable. It was further reported that the patient's skin was protected with sterile ultrasound jelly.

Manufacturer narrative:
Initial reporter phone: (B)(6). Evaluation by MFR: a photo of the complaint needle was provided by the site revealing a needle with a frosted shaft. The device was returned for analysis. The device was hooked up to the in-house console and functional testing was performed. A 5-minute freeze cycle was performed and frost on the shaft appeared almost instantly. The shaft temperature on the needle reached -46 degree c, pointing to insufficient thermal insulation of the needle. The device was disassembled, and the vacuum insulation sleeve was tested. Frost formed on the entirety of the vacuum insulation sleeve. Microscopic analysis found damage to the vacuum insulation tube.

Event description:
It was reported that frost occurred on the needle shaft. An icepearl 2.1 cx 90 degree needle was selected for a renal cryoablation procedure. During the procedure at 2 minutes, it was noticed that the exposed portion of one needle was frosting. The remaining two needles were satisfactory. The affected needle stopped and ablation was completed with the remaining two icepearl needles. All three probes passed the leakage test prior to insertion in the patient. An observation of the skin entry point revealed no injury. There were no patient complications and the patients status was stable. It was further reported that the patient's skin was protected with sterile ultrasound jelly.